Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating it was unknown if the patient had a previous history of suicidal thoughts. It was unknown what medications the patient was taking at the time of the event. It was reported the patient was continuing the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient called and mentioned problems with his patient handheld device which turned out to be fine. He disclosed further information mentioning that he tried to attempt suicide in the days prior and was hospitalized for monitoring. He was being treated for depression as part of a trial. The issue was resolved at the time of the report. Everything remained in situ. The system seemed to be working. No surgical intervention occurred or was planned. The patient was alive without injury. No further complications were reported or anticipated.